Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, the device displayed a "defib charging error failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed and attributed to loose battery terminal lug nuts. The battery terminal lug nuts were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.